Manufacturer narrative:
Pc-(B)(4). Device codes:(B)(4). An opened foil with an used ventral patch was returned for analysis. During visual inspection of the used sample, the wings were partially detached from the ring and only a wing was observed split. In addition, body fluids on the mesh were noted. Due to the sample was received open and contains body fluids, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no further information is available at the moment. It was reported when unpackaging the ventral patch it crumbled apart. Did the customer note any issue with package integrity ie break in seal, hole in the primary package? It was indicated that the device will be returned. Will the primary packaging that contains the device also be returned?

Event description:
It was reported that the patient underwent an umbilical hernia repair procedure in 2018 and the mesh was implanted. It was reported that when unpackaging the mesh was crumbled apart. There were no patient consequences reported. Another like device was used to complete the procedure. No further information is available.